Event description:
It was reported that the lotus edge valve delivery system kinked. A 27mm lotus edge valve system was advanced through the tortuous and calcified left transfemoral access site, past the aortic arch to the native aortic valve without difficulty. The lotus edge valve was deployed but required repositioning. During redeployment of the valve for the second time, resistance was noticed when turning the deployment knob on the handle of the delivery system. At this point it was decided to remove the 27mm lotus edge valve system from the patient for inspection of the device. A kink was found on the delivery system catheter about 10cm above the valve. A new device was prepared and the procedure was finished without problems. It was further reported that: prior to the index procedure, heparin or another anticoagulant was not given and the subject was not on a prior regimen of aspirin at the time of index procedure. The subject was on prior regimen of antiplatelet other than aspirin at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty. A second 27 mm lotus edge valve was used and was successfully implanted.

Manufacturer narrative:
A1: patient identifier: (B)(6). D6: implant date: corrected, the valve was never deployed inside the patient. H3: device evaluation: device technical analysis: the lotus edge valve delivery system was received for evaluation. The device was returned fully sheathed. Compression was noted on the inner curve. The outer sheath, guidewire and multi lumen extrusion ports were flushed with saline and a stylet was inserted into the device. The device was unsheathed without issue. Visual inspection of the valve components found no issues. The valve was then locked, unlocked without issue. The device was fully resheathed and the compression on the outer sheath was released. No difficulty was noted when rotating the handle. The control knob and handle housing were removed and visual inspection found no issues or damage. No issues were noted with the device. No media was received to aid in analysis.

Event description:
It was reported that the lotus edge valve delivery system kinked. A 27mm lotus edge valve system was advanced through the tortuous and calcified left transfemoral access site, past the aortic arch to the native aortic valve without difficulty. The lotus edge valve was deployed but required repositioning. During redeployment of the valve for the second time, resistance was noticed when turning the deployment knob on the handle of the delivery system. At this point it was decided to remove the 27mm lotus edge valve system from the patient for inspection of the device. A kink was found on the delivery system catheter about 10cm above the valve. A new device was prepared and the procedure was finished without problems.